Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the operating room for a scheduled lead revision. Prior to the procedure, out of range, pacing lead impedance, low r-wave sensing and high capture threshold was observed. Lead dislodgement via fluoroscopy was seen. High voltage lead impedance was in normal range and no noise was observed on the lead. Lead was capped and a new lead was implanted on (B)(6) 2016. Patient was stable prior, during and post procedure and will continue to be monitored regularly.